Manufacturer narrative:
Device will not be returned for evaluation. A DHR review is not possible as associated lot no. Was not identified in report. The affected product's instructions for use caution the user against placement of the catheter between the patient' first rib and clavicle. Doing so may result in the catheter becoming pinched and/or sheared. This may potentially contributed to incidents similar in nature to the reported event. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the port was inserted for approximately six months working fine. After that, the nursing staff was unable to aspirate or administer drugs. As a result, the port was surgically removed & at that time was found to have two cuts 5cm from the connector hub. There were no reported patient complications as a result of this occurrence.